Manufacturer narrative:
Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device cable section was cracked. The issue occurred during preparation for use and the unspecified therapeutic procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, the subject device cable section was cracked. The issue occurred during preparation for use and the unspecified therapeutic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide an update to the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, corrosion on the scope mount and the free lock lever was observed. Based on the results of the investigation, a definitive root cause however cannot be identified.